Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with a highest blood glucose over 400 mg/dl while using an infusion set described as cd 6 mm 23", with no reported alarms stopping insulin delivery and no observed leaks. Symptoms included high blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included the use of back-up therapy via a manual insulin injection and guidance to disconnect from the device for at least two hours, with a recommendation to perform a set change. Investigation included troubleshooting and education by support personnel. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device malfunction was identified based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.